Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. A day after the event onset, the patient was hospitalized for the event. On an unknown date, the patient was treated with vancomycin injection (1gm, in 5 days, ongoing) and ceftazidime injection (1gm, once daily, ongoing) for peritonitis. The patient was discharged from the hospital two days after hospital admission. The patient has recovered four days after the event onset. It was reported that the patient was retrained on the proper aseptic technique. On an unknown date, extraneal therapy was discontinued however, dianeal therapies were ongoing. No additional information is available.